Event description:
Global field surveillance received a report that the peritoneal dialysis (pd) nurse was having difficulty screwing the transfer set onto the catheter adapter when changing the 6 inch transfer set. The pd nurse stated that the threads were exposed; therefore not allowing a secured connection. They are wary that the transfer set may become disconnected during patient usage. There was no injury or medical intervention reported.

Event description:
Customer reported that on (B) (6) 2010, she received erratic readings on her freestyle lite blood glucose meter. Customer reported receiving readings of 292 mg/dl, 82 mg/dl and 66 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer further reported subsequently experiencing extreme tremulousness. No third-party emergent medical intervention was reported. Customer denied self-treating. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Customer's meter (B) (4) was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is a final report.

Manufacturer narrative:
This is an initial report. The devices have been requested back for investigation. A final report will be sent once the investigation is completed.